Event description:
Our MDR - after an unknown implant duration noise with oversensing was reported. A lead fracture had been suspected. No adverse affects were reported. The lead was explanted. The lead was folded at around 5cm of the proximal is-1 connector. Also, the sleeve was broken and there was damage to the insulation where the lead was attached.

Manufacturer narrative:
The analysis of the lead demonstrated a damaged insulation at some 33 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. The coating of the conductor cables was found damaged in this area. These findings can be considered as the root cause for the observed noise mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular - first rib entrapment. Further damages occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Ous MDR.